Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter leak occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. When the catheter was connected to the flush line, a leak was observed coming from the proximal end of the catheter. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to return for laboratory analysis.